Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformance's that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: laparoscopic appendectomy. Event description: hospital: [name]. Product: ctb73 12x100 kii shielded bladed access system. "Blades failed to retract properly and lock." Product available for return. Additional information received from user facility via email on 27feb2024: "the surgery was completed with a new product for safety reasons. There were no faulty products other than the trocar. The red indicator did not remain exposed after activation but before insertion and the red indicator / blade remained exposed after insertion." Intervention: the case was completed with the new one. Patient status: no patient injury.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic appendectomy. Event description: hospital: [name] product: ctb73 12x100 kii shielded bladed access system. "Blades failed to retract properly and lock." Product available for return. Additional information received from user facility via email on 27feb2024: "the surgery was completed with a new product for safety reasons. There were no faulty products other than the trocar. The red indicator did not remain exposed after activation but before insertion and the red indicator / blade remained exposed after insertion." Intervention: the case was completed with the new one. Patient status: no patient injury.